Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component code and investigation conclusions, h11. A getinge field service engineer (fse) evaluated the unit and on initial inspection found pump unable to autofill. Luer plug for fill port connection to condensation removal module was found damaged. The fse replaced the luer plug connector (0103-00-0398) and now the unit autofills. Unit's ECG readings found to be out of specification. ECG readings calibrated and unit passed all functional and safety test.

Manufacturer narrative:
Fields d1, d2 from initial emdr are for original iabp cs100; however, this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v. Catalog#0998-00-3023-53 UDI#((B)(4), which was reported by the customer. A supplemental report will be submitted upon completion of our investigation. Contact person phone number is (B)(6).

Event description:
It was reported that during training, cs300 intra-aortic balloon pump (iabp) was unable to calibrate properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1. Event site name: (B)(6) hospital.